Event description:
It was reported the pt no longer had stimulation, and was unable to communicate with her ipg using the external devices. Follow up identified the physician had met with the pt, and planned to undertake surgical intervention at a future date.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.